Manufacturer narrative:
Initial.

Event description:
It was reported that after the user powered the ilet off for an event and then back on, the dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet despite reselecting g7 mode and re-entering the sensor code, with instructions provided to wait for reconnection. No adverse clinical symptoms reported. Outcomes included no impact beyond inability to pair the cgm to the ilet. User support included customer troubleshooting and education to reconfigure the ilet cgm selection and re-enter the sensor code, with observation for reconnection. Investigation of this case revealed a pairing failure between the cgm and the ilet, consistent with a communication or setup issue, with the sensor and ilet hardware not confirmed to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and pairing process factors.